Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the speaker malfunction error. There was no sound. The device was not in use on a patient at the time of the event. There was no patient involvement.

Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(4). Diagnostic/functional testing was performed by philips. The field service engineer (fse) was onsite evaluating the device for another issue. And a speaker malfunction error appeared and confirmed there was no sound. The fse stated a replacement speaker is to be replaced to fix the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed the device was operational and performing per specification after replacing the speaker. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.